Event description:
It was reported the pt's scs ipg was explanted and replaced due to loss of communication/stimulation. Pre-operative testing confirmed the communication issue. It was also reported during the procedure, it was determined the port plug had come out the scs ipg header and fluid intrusion may have occurred. The issues resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.